Event description:
A pt reported experiencing multiple hypoglycemic episodes while using a one touch meter. Pt has been using the ot meter for two years. Pt alleged that the ot meter has been giving inaccurate high readings which caused pt to take too much insulin per sliding scale. Pt reported having several episodes of hypoglycemia, the last being in 2001. On the day of the event, pt's blood glucose was 416mg/dl on ot meter at 4:30am. At 07:30am, the ot meter read hi, but pt felt clammy and was sweating. At 07:43am, pt's blood glucose was 88mg/dl on ot meter. No medical help was seeked. No further information has been reported.